Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed failure analysis evaluation. Upon visual inspection, the curved blade was not physically broken off. The curved blade was still intact. No material was observed to be missing. Inspection found surface damage to the curved blade. Damages to the blade are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. The system will display an error message and will seize to work accordingly once it detects any blade damage. Additionally, the instrument failed initialization when connected to the generator. An error message of ¿replace instrument¿ kept appearing after tightening the instrument on the handpiece of the generator. A self-test never completed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. .

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the user observed a broken harmonic ace instrument. A fragment fell inside the patient and the entire piece was retrieved during the same procedure. The user continued the procedure with no further issue reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument / accessory was inspected prior to use. Tissue dissection was being performed when the device fragment fell inside the patient. The instrument was in use for approximately an hour prior to the issue. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The fragment(s) fell inside the patient during an instrument tip / accessory collision. The ha instrument blade was broken. The fragment(s) was retrieved using another forceps instrument. All fragments were retrieved and this was confirmed by the surgeon and nurse. No additional surgical procedure required, no post-operative tests like an x-ray or ultrasound required. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.